Manufacturer narrative:
Event date: approximated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort with this inflatable penile prosthesis (ipp). Previously, the patient presented to the hospital and was diagnosed with corpora cavernosa erosion. A surgical procedure to replace the device was scheduled. Reservoir migration into the bladder was observed. All components of the existing ipp were removed and replaced with a tactra. No additional patient complications were reported and the patient is expected to recover.